Manufacturer narrative:
No battery cap received with unit. Unable to verify battery cap anomaly. Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test and force sensor test. Unit received with faded serial number label. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medical device reporting regulation.

Event description:
On (B)(6) 2017 pst ice batch user (batch_ice) (B)(6) complaint: (B)(4), complaint status: in process, mdt initial contact: (B)(6) mother of patient called during ooh. Battery cap was lost and patients bg got a bg of 33. She could not find the battery cap. She was planning to go to the hospital for an extra battery cap and check up. I called back around 9 am and mother of patient told me that she found a battery cap of a previous pump which is damaged. I will send an extra battery cap. Retention ring of reservoir compartment broke off. Will send a replacement pump by eoc. If the pump has not arrived by the middle of next week we will send the replacement pump by tnt. Country: (B)(6). Input date: 12/13/2017; warranty start: 10/12/2015, warranty end: 10/11/2019; batch - (B)(4). (B)(6) 2017 16:33:49 pst ice batch user (batch_ice) (B)(6) complaint: (B)(4), complaint status: in process, mdt initial contact: (B)(6); mother of patient called during ooh. Battery cap was lost and patients bg got a bg of 33. She could not find the battery cap. She was planning to go to the hospital for an extra battery cap and check up. I called back around 9 am and mother of patient told me that she found a battery cap of a previous pump which is damaged. I will send an extra battery cap. Retention ring of reservoir compartment broke off. Will send a replacement pump by eoc. If the pump has not arrived by the middle of next week we will send the replacement pump by tnt. Country: (B)(6) gn input date: 12/13/2017; warranty start: 10/12/2015, warranty end: 10/11/2019; batch - (B)(4). On (B)(6) 2018 16:18:02 pst ice batch user (batch_ice) (B)(6) complaint: (B)(4), complaint status: completed mdt initial contact: (B)(6); mother of patient called during ooh. Battery cap was lost and patients bg got a bg of 33. She could not find the battery cap. She was planning to go to the hospital for an extra battery cap and check up. I called back around 9 am and mother of patient told me that she found a battery cap of a previous pump which is damaged. I will send an extra battery cap. Retention ring of reservoir compartment broke off. Will send a replacement pump by eoc. If the pump has not arrived by the middle of next week we will send the replacement pump by tnt. 27-02-2018 ih ) send patient letter with request for returning defect device country: (B)(6) input date: 12/13/2017; warranty start: 10/12/2015, warranty end: 10/11/2019; batch - (B)(4).